Event description:
This event is reportable based on the product analysis approved on 07/16/2007. It was reported that during a drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 80% stenotic lesion was located in the mildly calcified mid left anterior descending artery with normal tortuosity. The physician advanced the 3.50x28mm taxus liberte drug eluting stent to the lesion, but was unable to cross. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual examination noted the presence of stent damage. One proximal stent strut was pulled distally towards the tip. This type of damage is consistent with the device encountering some form of restriction. Visual examination of the profiles of the device, including the crimped stent and the balloon found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. It is advised in the taxus liberte directions for use that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.